Manufacturer narrative:
Additional information was added to h6 and h10: h4: device manufacture date - the lot was manufactured between april 10th, 2023 and april 11th, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the top seam causing the bag to expel the contents. This was discovered after filling the bag in the cleanroom suite. There was no patient involvement. No additional information is available.